Event description:
Customer reported cine run acquired normally, but during playback it was at "wrap" speed. All other runs during the day were normal.

Manufacturer narrative:
Gehc surgery service personnel reformatted cine drive and tested system. System operating as intended upon completion.